Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the 1.2 x 45cm nitinol guide wire broke in the patient. No additional information is available regarding the device incident. There is no report of patient injury or procedural delay.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).